Event description:
It was reported that the right ventricular (rv) lead threshold had increased and was high, there was sustained failure to capture, and rv amplitude had decreased. The sensitivity was increased and the lead remains in use. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was further reported that the rv lead was replaced.